Event description:
Complainant alleged that while attempting to defibrillate a 74-year-old male patient, the device inappropriately displayed a "short detected" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device, multifunction cable, and cprd connector were returned to zoll medical corporation for evaluation and investigation; the customer's report was observed during review of the device activity log. However, the customer report was not duplicated with the device and accessories after extensive testing and an internal examination. The processor/bridge/pace board, ECG board, and defib receptacle were replaced as a precaution. The multifunction cable and cprd connector were scrapped as a precaution. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.